Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow up, low pacing impedance was observed. Programming changes were made. Lead remains implanted. Patient was fine when discharged from clinic.